Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-aug-27, crts 3753430 (con, rep): information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient has lost the controller. Caller states she has had something that has happened and having a lot of problems. Caller states she is having issues with the implant in her back. She has been to the hospital in fl like 5 times in the past month. She is having excruciating pain in the knees and ankles. The pain is excruciating where she cannot even stand it and can hardly walk. Patient has been in a wheelchair for the past week now. Patient stated that she cannot see the hcp until 2018-(B)(6). Later a rep reported that they will reach out to the patient. No further complications were reported/anticipated. 2018-(B)(6) e1, e2, e3, crts 3753430 (rep, con): additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an appointment scheduled for 2018-(B)(6). Additional information was received from the patient on 2018-(B)(6). The patient reported that her implant might be damaged, she knows it is. Additional information was received from the rep on 2018-(B)(6). The rep reported that the patient moved her appointment to 2018-09-07. No further complications were reported. 2018-(B)(6) e4 (rep): additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had cancelled the appointment now two times. The rep reported that they just received a call from the patient saying her battery won¿t charge. The rep reported that the patient had lost her controller and recharger but has since obtained it. The patient reported that she kept the controller plugged in but battery ¿isn¿t working.¿ the rep attempted to explain to the patient how to properly recharge, however she wasn¿t receptive to the rep¿s explanation. The rep reported that for over 10 minutes she continued to cut the rep off and explain her controller was plugged into the wall. The rep reported that when the patient finally plugged into the recharger cable, she was seeing the antenna locate screen that we see with a battery that had been dead for some time. The rep explained to the patient she needed to leave the recharger over the device until it connected and charged normally. The patient said that she had done that for 15 minutes. The rep explained that sometimes this takes longer than 15 minutes and she said she¿s left it on for an hour. The rep reported that at this time they told the patient they would see her in the office when she was available. No further complications were reported. 2018-10-09 crts 3771742 (con, rep): additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that they were trying to communicate with the neurostimulator (ins) but couldn¿t due to a dead battery. It was noted that the patient recently received a replacement controller and recharger. The rep reported that there was a no device found screen on the controller. The rep was seeing the antenna locate type screen and would continue to charge the device until communication could be completed. The rep was to continue to work with the antenna locate screen until the battery started responding again. The rep also reported that the patient wasn¿t getting stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient has lost the controller. Caller states she has had something that has happened and having a lot of problems. Caller states she is having issues with the implant in her back. She has been to the hospital in fl like 5 times in the past month. She is having excruciating pain in the knees and ankles. The pain is excruciating where she cannot even stand it and can hardly walk. Patient has been in a wheelchair for the past week now. Patient stated that she cannot see the hcp until (B)(6) 2018. Later a rep reported that they will reach out to the patient. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had cancelled the appointment now two times. The rep reported that they just received a call from the patient saying her battery won¿t charge. The rep reported that the patient had lost her controller and recharger but has since obtained it. The patient reported that she kept the controller plugged in but battery ¿isn¿t working.¿ the rep attempted to explain to the patient how to properly recharge, however she wasn¿t receptive to the rep¿s explanation. The rep reported that for over 10 minutes she continued to cut the rep off and explain her controller was plugged into the wall. The rep reported that when the patient finally plugged into the rechargercable, she was seeing the antenna locate screen that we see with a battery that had been dead for some time. The rep explained to the patient she needed to leave the recharger over the device until it connected and charged normally. The patient said that she had done that for 15 minutes. The rep explained that sometimes this takes longer than 15 minutes and she said she¿s left it on for an hour. The rep reported that at this time they told the patient they would see her in the office when she was available. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had an appointment scheduled for (B)(4) 2018. Additional information was received from the patient on (B)(4) 2018. The patient reported that her implant might be damaged, she knows it is. Additional information was received from the rep on (B)(4) 2018. The rep reported that the patient moved her appointment to (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the issues was noncompliance by patient. The issue was resolved and the information was confirmed with the hcp. No further complications were reported/antic ipated.